Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer removed the battery a few times but did not resolve the issue. The customer's blood glucose was 179 mg/dl. While troubleshooting, the customer explained that sweat while the insulin pump was in her bra may have caused the issue. The customer was advised to put the insulin pump in a baby sock to avoid sweat while in the bra. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked belt clip slot and cracked reservoir tube lip.